Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to the active exhalation control module. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to the active exhalation control module. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. There was evidence of contamination. The device's inline filter needs to be replaced to preventive maintenance.